Event description:
Patient reported that they discovered that their device was not providing them with any insulin, they believe this to be true because their blood glucose was 450 mg/dl). Pt gave themselves a total of 15 u of insulin, but their blood glucose would not come down. Pt then switched to them back-up device (using same supplies), and their blood glucose immediately began to come down. No error messages were generated by the device.